Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
A pt with traumatic brain injury as a result of a motor vehicle accident had 1104g catheter inserted per the protocol in the operating room. The catheter zeroed before insertion in the subdural space. The pt was transported to intensive care and a camino (cam01) was conducted. The value displayed -43 (in red, no waveform). All the vital signs were appropriate as per the pt's condition. A period of 15 mins was allowed to determine if the camino's display would change. A second monitor was connected and the same -43 to -38 values displayed. The pt went back to operating room to have the catheter removed. A new catheter was inserted which correlated with the pt's condition; (+12 / +20 mmhg range). The event led to an increase in the surgery time of 45 mins.